Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the MRI powerport isp. On (B)(6) 2025, 2 years 2 months 17 days port placement, the patient allegedly experienced wound. Reportedly, the device was damaged. On (B)(6) 2025 the device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial diagonal break was noted on the attached catheter approximately 0.5cm from the distal end of the cath-lock. A split was noted on the attached catheter approximately 3.8cm from the distal end of the cath-lock. A partial compound break was noted on the attached catheter approximately 6.5cm from the distal end of the cath-lock. The edges of the partial diagonal break on the attached catheter were noted to be jagged. The surface was noted to be granular. The edges of the split on the attached catheter were noted to be uneven. The surface cannot be determined as additional damage would be caused in area. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Residue was also noted throughout. Therefore, the investigation is confirmed for the identified fracture, naturally worn and deformation issues. However, the investigation is unconfirmed for the reporter material integrity as more specific fracture was identified. He identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the MRI powerport isp. On (B)(6) 2025, 2 years 2 months 17 days port placement, the patient allegedly experienced wound. Reportedly, the device was damaged. On (B)(6) 2025 the device was removed. The current status of the patient was unknown.